Event description:
A patient underwent kidney biopsy procedure through normal tissue density using marquee device. During the procedure the device did not fire. Further it was reported that did not collect sample. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received through evaluation, and the file was reassessed for reportability. It was stated that the failure to fire and did not collect sample and hence the event was determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent kidney biopsy procedure through normal tissue density using marquee device. During the procedure the device did not fire. Further it was reported that did not collect sample. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.